Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially, it was reported that after the qdot micro catheter was removed from the patient's body, char was observed on the tip electrode (proximal side of first electrode). There were no error codes and there were no issues related to temperature and flow on the catheter. The catheter was not replaced because char was confirmed after the catheter was removed. The patient received anticoagulation therapy with an activated clotting time (act) value of 380. Heparinized normal saline was used. The patient has not exhibited any neurological symptoms since the procedure was completed. No adverse patient consequence was reported. The char issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 14-aug-2024, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 14-aug-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual inspection was performed, and a hole was observed on the pebax surface with reddish material inside. Additionally, char residues were observed on the tip at the decontamination site. The temperature and impedance test were performed, and the device was found working and irrigating correctly. No irrigation, temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device 31305798l number, and no internal actions related to the reported complaint condition were identified. The char reported by the customer was confirmed. The potential cause of the char cannot be determined due to the device was found irrigating correctly. The evaluation determined that char is a physical phenomenon of radiofrequency. It can be the normal result of the ablation process. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).